Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (code 204, unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open can h, 3.3v, and main batt wire in the trunk cable. The root cause for the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.